Event description:
It was reported that the pump's syringe size will not calibrate size, it was below minimum specification. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. There were no discrepancies discovered during the device history record (DHR) review. Manufacturing calibration readings were all in specification. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample was chipped out on lower left front corner on top case and cracked on right plunger case. Event history log (ehl) showed: invalid syringe size. Syringe test and calibration verification on both qc (quality control) slugs were performed. The reported problem was duplicated during syringe test and device failed calibration verification on both qc slugs; tapered spring slipped over the collar of the barrel clamp rod. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced tapered spring, barrel clamp rod and barrel clamp head screw. Performed syringe test and all functional testing passed. A corrective and preventative action has been opened to address the reported issue.